Event description:
Customer states that after a drain was placed for total joint procedure, a patient needed to return to the or for removal of the drains tip after removal of the drain revealed it was not intact. No residual effects are anticipated.

Manufacturer narrative:
Review of DHR on retained lot 120203d2 showed no deviations or anomalies during manufacturing of the lot. No defects of similar nature were observed. There were no reworks during production and all operators are qualified. Tensile pull test showed break strengths of 75n (16.9lb) and 85n (18.1lb) respectively along two separate sections of its perforated (weakest) length. Without the actual complaint sample, we are neither able to identify the root cause of the drain breakage nor confirm it as due to a manufacturing defect based on results of the retention sample evaluation and DHR review. No corrective actions have been taken. The customer is advised to refer to the directions for use (dfu) that is packaged along with the product for precautions which state: to facilitate removal of the drain, the drain and tubing portions should not be curled, pinched, over stretched or sutured, either internally or externally. Do not suture the drain(s). Drains should be placed and removed carefully by hand only with a slow, steady pressure. Excessive force may result in breakage. Drains or tubing should bet be handled with any instruments. This can lead to tearing, warping or weakening and subsequent breakage of the drain. During placement and removal of the drain, do not nick, cut, tear or otherwise damage the drain as this may lead to breakage.